Event description:
Pt is being treated with IV antibiotics for a diabetic foot infection. Pt was hospitalized for four days for cellullitis of right foot. During hospitalization, a dual lumen 9.5 fr groshong catheter was surgically placed for IV access. Pt returned a week later with a leak in the groshong catheter which required surgical intervention to have the catheter replaced.